Event description:
It was reported that the lead had dislodged. Lead was explanted and replaced. No adverse consequences were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.